Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically as planned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis. The reported complaint was confirmed in the logs but could not be replicated during in house testing. In logs, error 23062 was found, indicating a platform axis failure and confirming the fault occurred in the field. A visual inspection found no issues related to the reported event. The unit was installed on an in-house system and driven with an in house instrument; no issues were observed, and the unit passed system testing. After installation and execution of the fitness test, the unit failed the following: verify encoder calibration wp, wy, ro, and grip (grip max abs ptec and grip max nonlinearity), grip accuracy test post sine cycle (calib rom delta), gravity balance test post sine cycle sh (min margin and max imbalance), el (min margin and max imbalance), and wp (max imbalance). After running calibrations and performing grip tests, the above tests passed. A 1 hour slow-speed sine cycle on the platform axis was performed and passed. Error 23062 was not observed during testing. Based on this investigation, failure analysis concluded that the platform motor is the probable root cause of the reported event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the console repeatedly faulted out. The customer had already power cycled the system before the call, and the fault had not recurred, but they had switched to the other console to complete the case due to concern the fault might return. During the call, no live troubleshooting was performed at the customer¿s request. The technical support engineer reviewed the system logs and identified repeated fault code 23062 associated with the right master tool manipulator (mtm), and advised monitoring for recurrence by power cycling between cases.